Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient began having trouble with recharged about a month ago. They stated that the patient could not attribute the issue to a fall or any other notable event. The rep mentioned that the physician determined that the implantable neurostimulator (ins) had moved. They stated that they were able to establish excellent coupling on the day of the report, but the physician is electing to revise the pocket in the future. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's pocket revision was completed on (B)(6). No further information was received.